Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion and extended high ppeak (peak pressure) alarms while using the avea ventilator. The customer reported the alarms, and the suspect device stopped ventilating the safety valve opened. The customer reported a continuous audible alarm was present. The issue occurred during patient use, and the customer reported the patient was placed on another known good unit with no allegation of patient harm. The customer indicated not reporting the suspect device because it was no longer in use and was going to be fixed by a carefusion (cfn) field service representative (fsr). Cfn technical support has dispatched a cfn fsr to go onsite and validate the issue.